Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open colectomy procedure, while trying to perform a side to end anastomosi,s the device was closed and fired on the tissue. Unfortunately, no crunching noise was heard. Close examination revealed open staples and high chances of leakage. The anastomosis was cut and a new circular anastomosis was performed manually using sutures. Surgery was prolonged 20 minutes. There were no adverse consequences to the patient.